Event description:
The manufacturer received information a innospire mini device will not power on. The patient states the device has not powered on since the day before. Troubleshooting was done by unplugging the power cord/supply from the outlet and the issue was not resolved. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.